Manufacturer narrative:
The lot number of the returned device is unknown; therefore, the lot history record was not check was not possible. The investigation of the returned product is not completed at the time of this MDR submission. There was no harm to the patient.

Event description:
During a laparoscopic cholecystectomy procedure, the heat shrink from a renew endocut scissor tip detached from the device. The surgical procedure and anesthesia time was extended for five (5) minutes. In this surgical procedure, two renew endocut scissor tips were used. This MDR 1223422-2017-00023 applies to one device reporting; and the second device issue is documented and reported with MDR reference #1223422-2017-00022. There was no harm to the patient.